Manufacturer narrative:
Correction h4: changed to 07/10/2023 (previously reported as 07/11/2023). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap on the drain line of a homechoice automated pd set with cassette was missing. This was observed before the patient initiated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in november 2023, further described as "last week". Should additional relevant information become available, a supplemental report will be submitted.